Event description:
It was reported by service report that the wheels were badly worn and the leg was bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.